Event description:
Customer called lfs in 2002 alleging that one touch ultra meter would not power on. Customer reported symptoms to be vomiting. No treatment beyond home treatment was administered. Customer did not have a back up device to test blood glucose. Issue was not resolved after troubleshooting. Ccr replaced one touch ultra meter, test strips, and control solution customer also reported discolored test strip membranes and inaccurate high results obtained on the one touch ultra meter. Customer was informed by customer's pharmacist to discard customer's test strips due to the discolored membrane. The one touch ultra meter was concluded to be inaccurately high when customer went to customer's physician for a "throat issue". Customer compared one touch ultra meter to the hcp meter (invalid comparison). The one touch ultra meter read "275 mg/dl" compared to the hcp meter result of "195 mg/dl". Results were within 10 minutes and had a greater than 20% difference. Issue was not resolved. Ccr replaced meter, strips and control solution. No further info was provided.